Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after a vaginal hysterectomy was done on a patient, there was no drainage from the foley catheter for several hours. The complainant reported that a new catheter was placed and 800ml of urine drained out. The patient also reportedly experienced discomfort during use. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a vaginal hysterectomy was done on a patient, there was no drainage from the foley catheter for several hours. The complainant reported that a new catheter was placed and 800ml of urine drained out. The patient also reportedly experienced discomfort during use. No medical intervention was reported.